Event description:
It was reported that the tip of the instrument broke during surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: no device was returned for evaluation or inspection. Functional inspection: not possible as the device was not returned. Device history review: a nonconformance was identified as the measuring gauge did not fit the hex tip of the wrenches per form (B)(4). However, the items were rechecked and were accepted. A functional test and a check of appearance and shape were done on all units from the lot and met specifications conclusion: no sample was received for investigation, so the customer reported event of a tip breakage could not be confirmed. Furthermore, root cause analysis could not be performed and the investigation is inconclusive.

Event description:
It was reported that the tip of the instrument broke during surgery.